Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant in japan reported that a patient of unknown age and gender was implanted with an impella cp for mechanical circulatory support. During support, the purge pressure increased, and the purge flow rate became less than 2ml/h. The team was considering replacing the pump, but the first step was to replace the purge set. Even after replacing the purge set, the decrease in flow rate did not improve, and the pump was used without being replaced.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the high purge pressure was most likely due to gradual buildup of biomaterial on the pump, per the clinical data provided.